Event description:
It was reported that the customer reported an issue with the master tool manipulators (mtm). The customer elected not to use the surgeon side console (ssc). There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the mtm for analysis. Failure analysis confirmed error 23008 and 23013 upon reviewing logs. However, the issue could not be replicated during testing. At initial startup on an in-house system, the mtm did not display system information. The firmware was upgraded to p11 b818 and then downgraded back to p11 b803, after which the mtm successfully initialized and was able to run testing. Visual inspection was completed, and no defects related to the reported issue were identified. Following a software recovery, the reported field error did not reoccur and could not be replicated. All functional testing passed with no abnormal behavior observed.